Manufacturer narrative:
(B)(4). Batch # r92z7e. Investigation summary: the device was returned with the I-blade lower tip on the wrong side of the jaw. The lower jaw channel was damaged and the cable was received cut off. No damage was seen at the I-blade as reported. Upon visual inspection of the device, it was observed that the electrode separated, still attached to the active rod, and ceramic was partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Because of the condition of the device and because of the cable having been cut off, we were unable to perform any functional testing. The damage to the electrode could be caused due to the I-blade damage. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported by the sales rep that, during a total laparoscopic hysterectomy procedure, the I-blade was broken off during use. No broken pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.